Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test and displacement test. The unit was unable to prime at 2.5 lbs during prime/ compromised force sensor test due to faulty fsr(gold). The motor passed the motor test. The unit had minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 87 mg/dl. It was stated that the insulin pump was able to complete the rewind process. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.